Manufacturer narrative:
One open sample was received for a complete evaluation. During visual inspection it was observed that the elastic band used to link the connector and the corrugated tube was incorrectly assembled. This could have contributed to the reported disconnection. A device history record review was completed and no issues were found. The product was manufactured, inspected, and released in accordance to our internal procedures. Two years of complaint trends were also reviewed and no trend was identified. After a thorough evaluation of the entire manufacturing procedure it was found that personnel were not following the procedure for assembly correctly. Current production is running according to the correct manufacturing procedure and inspection sampling plan. Written instruction and visual aids have been reviewed and found to be robust. Personnel have been notified of the failure and retrained on this procedure.

Manufacturer narrative:
Vyaire has received the device sample for further evaluation, and is in the process of investigation. A follow up emdr will be submitted once the investigation has been completed.

Event description:
The customer reported that "during use, while connected to the patient the end connector separated from the circuit. Clinical end users noticed immediately and replaced with another circuit". Product was used on a patient, no harm. Customer also reported via email that the end-user was alerted to the disconnection by "visual cue".